Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dispensing maintenance service on the station was disabled. A technical support specialist identified that the dispensing maintenance service was disabled on the station. The technical support specialist then enabled the service; confirmed it was running. The customer later confirmed that patients were visible, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not showing any patients in all available patients. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.